Event description:
A customer contacted beckman coulter inc. (Bci) regarding a leak around the electrolyte injection cup (eic) due to a tube popping off causing the ise sample crane to not stay intact in the synchron cx5ce clinical chemistry analyzer. No injury was reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported blood glucose results of 172 mg/dl, 250 mg/dl, 336 mg/dl, and 166 mg/dl within 4 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.